Event description:
A patient received a prodisc c vivo implant at level c5-6 on (B)(6) 2023. It was found that the implant had subsided. A removal was completed on (B)(6) 2024 and the patient was converted to fusion.

Manufacturer narrative:
An MDR report is indicated for this complaint. It was reported that a patient received a prodisc c vivo implant at level c5-6 on (B)(6) 2023. It was found that the implant had subsided. A removal was completed on (B)(6) 2024 and the patient was converted to fusion. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the risks associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The prodisc c vivo device was returned and will be evaluated following the approved exponent prodisc c device evaluation protocol. The report will be issued under pdcv-0014. The pdc vivo removal was caused by subsidence, a reason for the subsidence could not be determined during the investigation. The submission is 1 of 1 devices involved in this event.